Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a keypad issue, however the customer called back to report that he was able to resolve the problem. The customer's blood glucose level was 136 mg/dl. The customer was going to have the device replaced, however he realized that he fixed the problem and cancelled the replacement. Nothing was replaced or returned.